Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the outer distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The suj has been received for failure analysis testing and is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report site was having problems with one of their universal surgical manipulators (usm). Tse verified 32097, 307, and 32114 errors on usm4. Prior to calling in, customer had disabled usm 4 to continue the procedure with 3 usms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed as having occurred in the field a could be replicated. During visual inspection no evidence was found the would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode. The unit was also tested on pftp and failed fiber test (rolling loop). Once testing was completed, fiber was aba tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to concluded that the rolling loop assy was found to be the root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.

Event description:
Refer to h11 for follow-up information.